Manufacturer narrative:
Event conclusion reliability assurance testing found the device did not pass incoming testing. Battery status measured middle of life (mol). The device metal can was removed and analysis revealed a printed circuit electrical short (inadequate etch) which caused electrical damage to the power supply interface hybrid and defibrillation output circuit.

Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) started to beep continuously and could not be interrogated. The ICD was explanted.